Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was hospitalized three times. The customer had experienced bent tubing of the infusion set. The customer's mother stated that he may have not received enough training on the insulin pump. Scheduled a follow-up call with the customer's mother for on a future date. Troubleshooting could not be performed at the time of the call. Nothing further reported.